Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. The reported system fault message was confirmed through review of the device logs. The investigation determined that the fault was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was received by resmed technical services in (B)(4). The device was returned to the (B)(4) in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
(B)(4).